Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime during the prime test due to the faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery test due to the prime/fill anomaly. However, the insulin pump passed the displacement test.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 439 mg/dl and symptoms of dizziness, nausea, vomiting, and excessive urination. The customer stated that she uses a quick-set infusion set and that she sometimes has bent cannula. Programming was correct. Troubleshooting was performed and the insulin pump passed both the fixed prime and the high pressure tests. Nothing further was reported.